Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse pt events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: in-stent restenosis. Onset of adverse event: approx 25 months after the procedure. It was reported via trial, that approx 25 months post a proximal left anterior descending (lad) artery stenting procedure, the pt experienced angina and was found to have 90% in-stent restenosis. On (B)(6) 2010, the pt underwent coronary artery bypass graft (CABG) surgery of the left internal mammary artery (lima) to the lad. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.